Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient experienced hyperglycemia and treated with insulin pen. Patient reported bent cannula due to insufficient subcutaneous tissue where set was inserted. Infusion set was used for one day.